Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported during preventive maintenance testing at the user facility, the device did not deliver when the bolus cord was pressed. It was reported that a gemstar pump and a gemstar bolus cord were connected to the gemstar docking station. It was reported that during testing, when the button on the bolus cord was pressed, the gemstar pump did not deliver a dose. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was available for clinical use. No add'l info was provided.